Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention, dislodged cannula and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) dropped to 45 mg/dl and a ambulance arrived to treat the patient for hypoglycemia. For treatment, the patient was given glucose paste, food and juice. Due to sweating, the pod fell off and the cannula was dislodged after wearing the pod between 4 and 24 hours on the leg. The ambulance left after 60 minutes.